Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters that were bleeding. The patient's physician instructed the patient to continue use of the device and the patient applied an ointment to the irritation. Follow-up indicated that the condition of the irritation was the same. The patient's medical outcome is unknown.